Event description:
It was reported the pt experienced the ins turning off intermittently. The hcp had recommended the pt keep a diary of the events for follow up. No symptoms were reported. The hcp reports no injury to the pt. A follow-up report will be submitted if additional info becomes available. See manufacturer report # 3004209178-2008-02929.